Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report that she experienced a hypoglycemic event on (B)(6) 2014. She was found unconscious and unresponsive by parents of a friend, who then drove her to the ER. Patient was given an IV and juice. The fingerstick value at the ER was 27, while the device read 75. Patient did not know what the device read when the hypoglycemic event began. Patient was released from the hospital on the same day. At the time of the call with dexcom technical support, patient reported she was fine.